Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the surgeon that on 01may2018, a male patient sustained a burn from the c4615s cusa excel 36khz microtip plus during a tumor resection-transsphenoidal approach. Additional information has been requested but no other clinical information received.

Manufacturer narrative:
Device history record review of lot number 2235100 showed no concerns or issue.

Manufacturer narrative:
Additional information received on 07jun2018 stating that the problem was "appreciated" towards the end of the operation when a burn mark became "appreciated" on the patient¿s fornix in the brain, at the level of the foramen of monro due to the cusa excel tip heating up intermittently. It caused delays as the surgeon could only use the cusa in short bursts. It was reported that the patient has a memory deficit that is gradually recovering. The patient was given dexamethasone. The device was not returned for evaluation. The device lot number and serial number were not provided, thus the device history record could not be reviewed. The complaint was unconfirmed. Root cause analysis could not be performed at this time.